Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/23/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus delivery was performed on (B)(6) 2014. There were no alarms or evidence of abnormal pump operation. The total daily dose history correlates to the basal and bolus histories. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on the same day was unspecified and above 250 mg/dl with moderate ketones and vomiting. It was reported the patient self-treated with an insertion site change and insulin via pump therapy, and remained on pump therapy. The reporter noted the patient suffers from bipolar disorder and recently experienced increased levels of stress. No additional information was provided and troubleshooting could not be performed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.